Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to damage to the imaging unit and dirt on the electrical contact of the video connector, curved rubber adhesive missing, scratched on the angle lever, scratches on right/left lever, scratches found on up/down and right/left plate, scratches found on switch 1, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on a endoeye flex deflectable videoscope for exhibiting e216 and b30 scope communication error. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of internal board of the video connector unit or the system olympus will continue to monitor field performance for this device.